Event description:
Pt received neodisc from nuvasive for c3/4 artificial cervical disk. I saw the pt for other problems. CT reveals that the disk is dislodged. Three of four screws have pulled out of bone. Most of the c4 vertebral body has dissolved. Some of c3 is dissolved. There is kyphosis. A new spur of bone extends back and contacts the spinal cord. The surgeon - saw the CT and told the pt "everything is fine." This pt is in imminent risk of collapse and extrusion resulting in paralysis or death. I have recommended immediate removal and revision fusion. Diagnosis or reason for use: no valid indication seen for use of this implant.